Event description:
Centurion sterile 5.5" alligator forceps reorder # (B)(4) lot 2017061301 pulled from stock for use and noted to have debris versus black mold inside sterile unopened package and protective cover of clamp. Package remains unopened.